Event description:
During a routine follow-up, lead noise was observed on the electrograms. The physician elected to explant the lead. After viewing the extracted lead, the st. Jude medical representative and the physician suspect the lead fracture was a result of clavicular crush.